Event description:
Information was received indicating that this ambulatory infusion pump stopped infusion during a patient test. The test was interrupted and the pump had to be exchanged for the backup pump. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log was unable to be downloaded as all of the buttons on the pump keypad were working intermittently. Functional testing included use testing and keypad testing. The keypad test and functional testing was unable to be executed as the keypad was working intermittently. It was found that the main board was not working as intended. The main board was replaced and the pump then passed functional testing. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty main board.